Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009 during which the surgeon noted there was a hole in the central portion of the mesh and a loop of small bowel was protruding through it. It was reported that the patient experienced small bowel obstruction, abdominal pain and discomfort. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/21/2020 additional information: d4,h4 a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.